Event description:
This lead was implanted on (B)(6) 2003. A call to technical services on 05/24/2011 states that patient is having open chest procedure to remove all leads due to an infection. The physician was dr. (B)(6) in alaska. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).